Manufacturer narrative:
Additional information was received on (B)(6) 2022. Explant and replacement with non mentor implants was performed on (B)(6) 2022. The identity of the devices, previously reported as unknown saline, was identified. The devices are mentor smooth round spectrum 325cc saline prostheses. A manufacturing record evaluation was performed for the finished device 5562223 number, and no non-conformances were identified. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: cutaneous contour deformity/sloshing/pain. Additional information was received on february 4, 2022. The adverse event on the left side was clarified to be baker grade ii/iii capsular contracture. It was not clarified which implant was right sided and which was left. Therefore, this device is being defaulted to the right implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: cutaneous contour deformity/breast pain/sloshing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor saline prostheses experienced bilateral sloshing, pain, and rippling post procedure. The issues were more pronounced on the left side. Volume loss was suspected; however, deflation was not confirmed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-08043 for contralateral prosthesis report.